Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and showed a broken glass tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of glass breakage based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that upon receipt of bd vacutainer® acd solution a blood collection tubes, some of the inner tubes had damage and spilled contents.there was no report of patient injury.

Manufacturer narrative:
E1. Initial reporter phone (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon receipt of bd vacutainer® acd solution a blood collection tubes, some of the inner tubes had damage and spilled contents. There was no report of patient injury.